Manufacturer narrative:
The customer stated that the architect intact pth assay results were elevated when testing patient results. A review of complaint reports received to date identified normal complaint activity for this issue. Accuracy testing was performed with a file kit of lot 00715g000 and all results met acceptance criteria. A review of labeling found that the customer issue of falsely elevated ipth patient results was adequately addressed. There was no product deficiency identified for this issue. In addition, there is not enough information to reasonably suggest a malfunction had occurred. Based on this investigation it has been determined that the architect intact pth assay, lot 00715g000 is performing as intended.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore the device was not performing as intended, and conclusions code was corrected from (B)(4).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8k25-25 that has a similar product distributed in the us, list number 8k25-27.

Event description:
The customer stated that the architect analyzer generated falsely elevated ipth results on one patient. The results provided were: 15jun2016 = 107pg/ml / 06jul2016 = 116pg/ml / results prior to lumpectomy on 12sep2016 = 60.0pg/ml / another analyzer = 58.8pg/ml. There was no reported impact to patient management.